Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the patient was seen in clinic the ventricular assist device (vad) coordinator noted that the driveline had several areas where the outer urethane coating had separated. The patient denied any alarms related to this. As the patient lived out of town, the vad coordinator secured the area with rescue tape and a driveline repair was done six (6) months later. There were five (5) separate areas within the distal 40 cm of driveline where the outer urethane coating had complete circumferential separation. The driveline was noted to be discolored and there were wrinkles in the outer urethane coating. The patient tolerated the repair without incident or alarms and was able to discharge from clinic to home later that day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed multiple breaks in the outer sheath as well as discoloration of the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation evaluated driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. If information is provided in the future, a supplemental report will be issued.